Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns) has been confirmed. Upon investigation the monitor reset during incoming testing. The cause for the failure was isolated to a defective u500 on the ca board. The root cause for the defective u500 could not be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient was experiencing abnormal shutdowns.